Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection found a piercing through which a glass shard protruded in the applicator bulb and a piercing in the butyrate tube was observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and topical skin adhesive was used. During the procedure, when breaking the ampule in the plastic vial, the plastic vial broke. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.